Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had an electrical test fail code 50. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer evaluated the iabp unit, and it was suspected that the motor controller board was the problem. The iabp was tested with another motor controller board, but it did not rectify the issue. After further checking, it was observed that one screw inside the compressor was in broken condition, so it was arranged that another compressor is needed for testing. Since the compressor also includes 5000 hours pm kit inside , hence the fse had sent a quotation to the customer for 5000 hours pm kit , once they release po for the same, the compressor will be arranged. At the moment repairs are pending. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) returned at a later date and replaced the compressor motor along with the 5k preventative maintenance kit, and safety disk. The fse observed that after replacement of the parts, the iabp was working fine. All testing passed to factory specifications and the iabp unit was cleared for use and returned to the customer. It is expected that the suspected faulty parts will be returned to getinge's national repair center for failure analysis; a supplemental report will be submitted upon completion of failure analysis.

Event description:
N/a.